Event description:
It was reported that during a laparoscopic nissen procedure, the device was taken out of the box and they could not get the jaws to open. The device was never used on the patient and will be returned for analysis.

Manufacturer narrative:
(B)(4). Added additional information: the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No issues we noted with the jaw opening or closing. The instrument was disassembled and there was no evidence of damage that could have caused the jaw not to open. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.